Manufacturer narrative:
Device is expected but has not been returned. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention procedure there was balloon difficulties. "The balloon is not mounted properly." No patient complications were reported. No additional information is available.